Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the medtronic representative (mr) was initially using the measurement tool on the bert images, the system would lag out and the measurement would become very sporadic. This would also occur when selecting locations on the images. At first, the mr was just using his finger but it would also happen when using the mouse. The mr went to a different demo image set and the behavior went away. The bert exams were deleted, re-imported, and system behaved as intended. There was no patient present when this issue was identified.